Manufacturer narrative:
The company iii (d) cartridge was not returned for evaluation. Product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The issue was reported with non-company lenses. The root cause is most likely, related to a failure to follow the dfu. The customer is using non-alcon lenses. Per the dfu: the company iii iol delivery system is for implantation of company qualified company foldable iols. No unqualified lenses should be used with the company iii iol delivery system. The surgeon indicated, they saw the same issue when using the non-company lens with non-company cartridges also. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that during intraocular lens (iol) implant surgeries, he notices marks / artifacts on the lens a handful of times. The scrub techs we have are very experienced with iol loading per the surgeon. Additional information has been requested.